Event description:
The report received from the affiliate states that the needle of the outback catheter broke off in the lock (sheath). The age and gender of the patient is unknown. The target lesion location was the superficial femoral artery (sfa)(side unknown). The lesion was a chronic total occlusion (cto). The product looked normal when taken from its packaging. The product was properly inspected and prepped and no anomalies were noted. A cook sheath was used in the procedure. The information received states that during removal of the outback catheter through the sheath the needle got wedged in the sheath and broke. It was noted that the needle/cannula was fully retracted prior to insertion of the wire and that the needle actuated smoothly. The guidewire used in the procedure was a stabilizer (cordis) wire. The guidewire was loaded into the device successfully. It is unclear as to if the wire ever crossed the cto. It was noted that the needle was fully retracted when the device was retrieved and that there was no difficulty retracting the needle back into the catheter prior to removal through the sheath. When the needle broke, the user removed the outback, the wire and the sheath all together at once. When the wire was removed it was not damaged or frayed. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate states that the needle of the outback catheter broke off in the sheath. The target lesion location was a chronic total occlusion (cto) located in the superficial femoral artery (sfa)(side unknown). The product was properly inspected and prepped and no anomalies were noted. A 7fr. Cook sheath was used during the procedure. The information received states that during removal of the outback catheter through the sheath the needle became wedged in the sheath and fractured/separated where it remained. It was noted that the needle/cannula was fully retracted prior to insertion of the wire and that the needle actuated smoothly. The guidewire used in the procedure was a stabilizer (cordis) wire. The guidewire was loaded into the device successfully. It is unclear as to if the wire ever crossed the cto. It was noted that the needle was fully retracted when the device was retrieved and that there was no difficulty retracting the needle back into the catheter prior to removal through the sheath. When the needle separated, the user removed the outback, the wire and the sheath all together at once. When the wire was removed it was not damaged or frayed. There was no reported injury to the patient. One non sterile outback was received coiled in two plastic bags. A kink was found at 2.5 cm from the distal tip. A non cordis 7f sheath introducer was received along with the device; several kinks were noted in the non-cordis sheath introducer. Distal tip was separated from the rest of the catheter, the tip was found inside the kinked non-cordis sheath introducer. No other anomalies were noted. Cannula was retracted and no damages were noted in it. The tip was analyzed under microscope and residues of glue were found around it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure cannula/needle (outback only)/ fractured-separated. The cause of the failure experienced by the customer might be related to the sheath introducer used since outback IFU suggests using a 6f sheath introducer. The cause of the kink could not be determined. Controls are placed in the manufacturing line to prevent defective units from leaving the building. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and device interaction and is not related to a product quality issue.